Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue.